Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported having their battery relocated last week. Since then he felt stimulation for 45 seconds and then he felt it go down and stop. The programmer reported that stimulation was still on, but the consumer did not feel it this way. When stimulation was switched off and then on again, the same thing occurred. The consumer was going to contact clinician. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.